Event description:
A ventilator was returned to the manufacturer's repair center with an allegation the device was audibly alarming and had no flow. The device was not in pt use and there was no pt harm or injury. The ventilator was evaluated and the customer's allegation was confirmed. The device was found to have a loose leaf check valve which caused an internal leak and loss of flow. The leaf check valve was replaced to correct the problem. Although the ventilator was manufactured in 2006, the device had never been returned for service or preventive maintenance. There was no pt harm or injury. The ventilator audibly alarmed to alert the caregiver of an event. A review of the manufacturer's adverse event database confirmed there have been no adverse events associated with a leaking leaf check valve. No further action is required.